Event description:
The customer reported that upon boot up the system displayed a motion disabled error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface was replaced. The system was tested and found to be working as intended and put back into service.